Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had all been off the bus. The field service engineer (fse) had connected to the station, checked the network card settings, checked the firewall settings, and restarted the station. All faults had cleared after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.